Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: plunger broke off while in use. Event details: we have received a complaint from (B)(6) with regards to 50ml luer lock syringe (product code: 300865) supplied by yourselves. The complaint states the below: ¿during an operation today the round top of a 50ml luer lock syringe plunger broke off while in use, there is possibility in may have been left in the patient but the wound was washed out thoroughly by the surgeon but it was not found. Can you please investigate?¿ can you please advise: how many units of this product you have sold in the last 12 months? Have you received any complaints of a similar nature, if so, how many? Per customer response: it was the thumb press of the plunger.

Manufacturer narrative:
(B)(4). Follow up. There was no photographic evidence or physical samples provided for the investigation of the reported condition. A thorough review of the history associated with syringe 50ml ll lot 2504102 was performed, revealing no deviations or non-conformities linked to the alleged defect. Six retained samples were visually inspected without finding any damage on the rod. The defect could not be reproduced. Throughout the manufacturing process, the quality inspector conducts visual assessments of the appearance and functionality of various molded syringe components, checks for the presence of fm, evaluates the appearance and functionality of assembled parts, and inspects the packaging and packing. Additionally, inspections are carried out for variables across different manufacturing sub-processes. At the start of each batch during the assembly process, the quality inspector or laboratory technician performs the breakout and holding force tests, as well as the silicone content test. Furthermore, during assembly, the operator visually examines the scale for any signs of rubbing, checks for stoppers that may be caught or poorly assembled, inspects for any damaged or broken cylinders or rods, and looks for syringes that may be stained with silicone or exhibit potential defects from prior processes. The product is subjected to inspections at multiple stages throughout the manufacturing process to guarantee its quality and functionality. Based on the current information, we are unable to identify a root cause related to the manufacturing process.